Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted on (B)(6) 2021. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection 50 cm distal to the is-1 connector pin the outer and inner coils were found squeezed and damaged, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not reveal further deviations that might have contributed to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead is currently implanted. Clinician reported that the lead was dislodged. Discussion regarding whether to reposition or introduce a new lead is ongoing with the physician. Should additional information become available, it will be added to this file.